Event description:
The following has been reported: biomed reported: "pump problem red alarm " no patient harm or infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a valve 1 leak failure. During initial testing, the unit was performing normally. However, the unit alarmed during a longer mock infusion. New log files were reviewed which indicated an abnormality in the pressure readings the pump was registering. The pump had an older revision of the pressure board which are not backwards compatible, so an entire pneumatic assembly was installed. With a new pneumatic assembly the pump was passing pneumatics testing. During testing, an additional failure occurred where the pump was warning the tubing set was misloaded when no set at all was loaded. The pump failed set ID functional testing. The customer reported issue was confirmed during investigation.